Event description:
It was reported that upon first fitting the patient's in situ measurements showed 4 channels with high impedance and that intra-cochlear channels and ground path impedance have risen over time. The patient now has 6 active channels and performance with the device has decreased.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.